Event description:
An optometrist reported a case of a small fiber under superior portion of flap with surrounding (dlk) diffuse lamellar keratitis, observed in the patient's left eye post lasik. Reporter indicated the topical steroid drop dosage was increased, and the patient was noted asymptomatic. Reporter noted no additional treatment was needed for the small fiber under the flap. Upon follow up, reporter indicated the issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. Flap was created with a non company product. (B)(4).